Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient called to report a new tear is the outer sheath of his driveline on (B)(6) 2017.  The new tear is adjacent to a previous repair that was previously reported. The tear is .25 of an inch in length.  Driveline evaluation and repair scheduled for clinic appointment on (B)(6) 2017. The old repair tape was removed and the driveline was assessed.  The inner silicone lumen and wires were all intact.  No electrical fault alarms were noted on interrogation.  Patient was seen as an outpatient and repair was performed with no pump stops or issues and per protocol, the driveline cover was easily able to slide overt the repair area with no issues. Patient was instructed on maintenance of the driveline and repaired area. All questions and concerns were addressed finishing the repair. No additional information available.

Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable by clinical specialist revealed a new crack in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted under CAPA (B)(4), the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.